Event description:
The manufacturer received information from uno legal litigation in reference to a ds2adv auto CPAP with an allegation of nose irritation, respiratory tract irritation, asthma (new or worsening), lung disease, reduced cardiopulmonary reserve and death. This device is not part of the recall. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
In the previous report the manufacturer has reported incorrect information in box h: health impact grid (1), was coded as 'serious injury', after reviewing it was determined that it was incorrectly coded, now it is coded at 'death'. Box h: health impact grid (1) has been updated in this report.